Event description:
Incident occurred during clinical study. Physician reports that: subject who is in a study group receiving percutaneous electrical stimulation, experienced pneumothorax during their third treatment. The first two treatments were unremarkable. In the third treatment, the electrodes were placed in the usual fashion and subject complained of pleuritic type pain with shortness of breath. The electrodes were repositioned and subject was able to tolerate the remainder of the procedure. Subject was discharged from the office, and shortly thereafter called from home complaining of continued pleuritic type pain and shortness of breath. Subject was instructed to go to the emergency room for chest x-rays. Subject sought emergent treatment and cxr revealed small pneumothorax which progressed requiring inpatient admission with placement of interpleural catheter. Pneumothorax resolved, pt was discharged 2 days later and has since returned to work.